Event description:
It was reported that there was a tear at the tip of the catheter. A 2.1mm jetstream xc atherectomy catheter was selected for arterial occlusion plasty of lower extremity. The target lesion was in the superficial femoral artery. During the procedure, it was found that there was a tear at the tip of the catheter. The catheter was exchanged for another of the same model to complete the procedure. There were no patient complications as a result of this event, and the patient condition following the procedure was stable.